Event description:
It was reported that the base of the connector of the cleaning tube for the endoscope reprocessor was broken. The issue was found during reprocessing and there were no reports of patient involvement.

Manufacturer narrative:
E1/establishment name: (B)(6). The device was not returned to olympus for inspection. However, an onsite inspection of the device was conducted by an olympus representative and the reported failure was confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely the resin became brittle due to aging over time leading to the breakage of the connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.